Event description:
It was discovered during testing that a pump had a delayed keypad response. There was no pt incident since the error occurred during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom delayed keypad response was confirmed and reproduced, the delay was about 3 seconds. All the keys were found to function as designed. The delay was caused by a failing printed circuit board. As a result, the processor printed circuit board/shielding was replaced. Baxter has initiated a CAPA to further investigate the issue.